Event description:
Customer reported an issue with gas module iii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the reported problem. Corrections included replacement of the unit's water trap housing, multi-gas module, and calibrating. Unit was calibrated and safety tested to factory's specs.